Event description:
It was reported an unspecified ¿serious medication event.¿ although repeatedly requested, no additional details were provided. There was patient involvement but unknown impact.

Manufacturer narrative:
Omit : a26 insufficient information (3190). Additional information : imdrf annex a code.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported an unspecified ¿serious medication event.¿ although repeatedly requested, no additional details were provided. There was patient involvement but unknown impact.